Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), vena cava (vc) perforation, fear, pain. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported fear and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation and post-implant pulmonary embolism (pe). The patient further alleges "fear that the filter might cause further damage as it has not yet been removed. Pain in thigh and lower body associated with the ivc filter." Report from CT (computed tomography): ¿there is appearance of filling defects consistent with pulmonary emboli in right lower lobe subsegmental and left lower lobe segmental and subsegmental pulmonary arteries.¿ ¿inferior vena cava filter.¿ report from CT: ¿specifically no definite central pulmonary emboli.¿ ¿infrarenal ivc filter unremarkable.¿ report from CT: ¿patient is status post ivc filter placement, at the level of the renal veins. The tip itself is adjacent to but not directly touching the posterior wall, with a 5.6mm distance between the posterior wall and the retrieval hook noted. There is no discrete evidence of fractures involving the structures of the ivc filter. The distal tong of the ivc filter protrude beyond the ivc walls, measuring 6mm within the longest filter limb displacement, adjacent to but not penetrating into the wall of the duodenum. The remaining three tongs either efface the ivc wall or are minimally perforated by less than 1mm.¿

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2012." It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.